Event description:
On (B)(6), 2011, a nurse notified animas (via email) that the patient was hospitalized on (B)(6), 2011 for a high blood glucose. From the information provided, the patient reportedly changed site and gave a correction bolus after obtaining an alleged high blood glucose reading (result not provided) on the evening of (B)(6), 2011. The patient reportedly woke up with a blood glucose of 500 mg/dl the following morning and was taken to the ER by her mother. The nurse was unable to reach the patient for additional information. Animas customer support also made several attempts to reach the patient for additional information and to troubleshoot the subject pump; however, were unable to reach her. This complaint is being reported because the patient was reportedly hospitalized and treated for a hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).